Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited several non-sustained right ventricular oversensing episodes due to myopotential oversensing via merlin.net transmission. Programming change was made. The patient was stable before, during and after the event.